Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer declined troubleshooting insulin pump. The customer's blood glucose at the time of incident was over 500 mg/dl and after re-prime it was 485 mg/dl. The customer reported that they had issue while filling the tubing and they delivered a bolus on the line which worked without issue. The insulin pump will not be returned for analysis.